Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for a revision procedure with a right ventricular (rv) lead that exhibited an insulation anomaly. The lead was capped and replaced on (B)(6) 2019. Further information was requested but not received.

Event description:
New information notes that these issues were discovered during device changeout. The patient was stable at the end of the procedure.